Event description:
Reportedly, during a follow-up performed due to patient's syncope ventricular pacing failure and lead impedance around 2000 ohms were observed. A re-intervention was performed. During the procedure, the physician disconnected the ventricular lead and cleaned the connector port and the lead. Then, the lead was reconnected but it still did not perform properly. The ventricular lead was explanted and replaced. When re-connecting the atrial lead a screwing issue was identified, the thread seemed damaged. The device was replaced.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a follow-up performed due to patient's syncope ventricular pacing failure and lead impedance around 2000 ohms were observed. A re-intervention was performed. During the procedure, the physician disconnected the ventricular lead and cleaned the connector port and the lead. Then, the lead was reconnected but it still did not perform properly. The ventricular lead was explanted and replaced. When re-connecting the atrial lead a screwing issue was identified, the thread seemed damaged. The device was replaced